Manufacturer narrative:
Additional information: on january 5, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: om october 29, 2020, mentor became aware of the date of event and serial number of the impacted product. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on january 12, 2021, mentor became aware of the correct catalog number and lot number of the impacted device. As a result, the relevant fields in this report have been updated to reflect the impacted device attributes (catalog number, lot number, manufacturing date, expiration date and device returned to manufacturer date). On february 3, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the ce med height te 800cc returned device. However, a blue coloration was noted on the shell. Leak testing was performed, according to mentor procedure, and it identified a tear at the juncture of the shell and the posterior patch. Microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: it is possible to damage the tissue expander during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the tissue expander as possible. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the tissue expander. This will reduce the potential for creating excessive stress to the tissue expander during insertion, and will avoid the risk of damage to the tissue expander. A clarification from the customer was received regarding the origin of the blue dye, it was to detect the leak. As stated in the product insert data sheet, is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a physician detected a leak in an 800cc mentor cpx 4 breast tissue expander intraoperatively. As a result, the device was not implanted. There was no patient consequence or adverse event.